Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 46 mg/dl at the time of the incident. The customer was given a glucagon shot and intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was performing the fill cannula process when their site started hurting, and they discovered the pump had delivered most of the insulin in the reservoir. The pump delivered about 50 units and the customer got a low reservoir alert. The customer alleges pump was over delivering and had 0 units left afterwards. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.